Event description:
The customer reported that the collimator closed down and would not open. This error may cause the system to lock up, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The calibration files were installed during the service call. The system was tested and found to be working as intended and put back into service.